Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of post-paced t-wave oversensing (pptwos). The ICD was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
B5 should state that post-paced t-wave oversensing (pptwos) was noted in-clinic rather than remotely.

Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited episodes of post-paced t-wave oversensing (pptwos). The ICD was reprogrammed. The patient was in stable condition.